Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for post-implant follow-up. It was revealed that the right atrial lead had dislodged. The lead was explanted and replaced successfully. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
Final analysis found the complete lead was returned in one piece measuring 52.3 cm. The outer coil was noted to be offset. The damage found was consistent with surgical damage. The lead was otherwise normal. No anomalies were found.